Manufacturer narrative:
It was previously understood that there was a ruby coil used along with the ruby coil detachment handle (handle) during the procedure. However, based on the updated information, there was no ruby coil used in the procedure, and therefore, there was no detachment issue with the handle. The missing nose cone of the handle was noted during removal from the packaging prior to use in the patient. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event. This report is associated with MFR report number: 1.3005168196-2020-01194.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the ruby coil detachment handle (handle) was defective upon opening of the package. It was reported that the nose cone of the handle was missing. The damaged handle was found prior to use and therefore, was not used in the procedure. It is unknown how the procedure was completed.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01194.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the physician advanced a coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the coil failed to detach. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.